Event description:
The reporter stated the surgeon attempted to insert a 13.2mm micl 13.2 implantable collamer lens into the patient's eye but the lens would not unfold in the eye. The lens was removed, reloaded and the surgeon attempted a second time to insert the lens but the lens would not unfold again. The lens was removed with no patient injury the backup lens was loaded, with less viscoelastic and was implanted with no problem. The reporter stated the lens was a lower diopter (thinner) and this possibly may have caused the lens to scroll up. The patients visual acuity is 20/20.

Manufacturer narrative:
No known impact or consequence to patient. (B)(4). Difficult to fold or unfold. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. The product was visually inspected but was unable to evaluate the lens due to "dried up" dark surgical residue on the lens surface. An sfc-45 fp cartridge, lot number unknown, was returned with no visible damage. There was dark surgical residue on the device. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).